Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: cannulation in cable tensioner is not visible. It is closed and it cannot be open by the knob this is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The us device history review was performed and it met specification prior to shipping. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. This complaint is deemed invalid from a manufacturing position. The part was manufactured between 05/05/2009 to 07/17/2009.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As a result of the manufacture evaluation found that all test results met specifications. DHR review confirmed this device met specification prior to shipping. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed, this complaint is deemed invalid from a manufacturing position. DHR also showed that there were no mrr¿s, ncr¿s, or complaint related issues with this complaint.